Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and instructions were provided should the issue recur, allowing the customer to continue using the pump.